Event description:
A hospital materials mgr reported that a high frequency cable sparked, flamed and broke into two pieces during a trans urethral resection (t.u.r.p.) Procedure. There were no reports of injury associated with the occurrence.